Manufacturer narrative:
Results - caster broken off bed due to misuse.

Event description:
It was reported by service report that the right foot caster was broken off the bed. No patient involvement or adverse consequences are reported.